Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with disp.trocar . It was reported that this product was used into the intercostal. During surgery, when the doctor was moving, it was broken. Broken piece that fell into the body was picked up, and the used another trocar and the surgery was finished safely. The patient was safe. There was no patient harm.a revision surgery was not necessary. An additional medical intervention was not necessary. Additional information is not available. The adverse event/malfunction is filed under (B)(4).